Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. Battery depletion rate with stimulation off was within the normal range. The ipgs passed all the required tests and revealed no anomalies.

Event description:
A report was received that a patient had difficulty charging the ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient had a very traumatic motor vehicle accident and it was when the difficulty in keeping a charge in ipg started. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well post-operatively.

Event description:
A report was received that a patient had difficulty charging the ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that a patient had difficulty charging the ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.